Manufacturer narrative:
(B)(4). The device has been received and the investigation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Customer reported an over infusion: user was a nursing instructor who reportedly assured that the disposable set was loaded correctly and head height was correct. Infusion was 100 ml fluid with zosyn, hung and programmed as a primary infusion to run over 4 hours (25 ml/hr). The instructor then observed what she described as drops coming very fast for 3-4 minutes , so she paused then powered off the channel. She took the tubing out of the channel, anticipating re-loading it into another channel but the hospital educator directed her to put the tubing back into the channel and send the entire system to biomed. The disposable set had been previously used for at least one other infusion of the same type with no problems reported, as this patient is on this drug regimen every 12 hours. There was no report of patient harm. Although requested, no additional patient or event information was provided.